Event description:
It was reported that during device change out due to normal eri, externalized conductors were noted on fluoroscopy. No electrical anomalies were detected. A week later, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 13.0 to 16.5cm and 14.0 to 16.3cm from the distal tip. External insulation abrasion was found at 42.5 to 42.6cm from the distal end, consistent with lead friction to the ICD can. External insulation abrasion was found on the is-1 connector at 8.0 to 8.1cm from the connector pin consistent with lead friction to the ICD can. The etfe coating of the conductors were intact at these locations. External insulation abrasions were noted between 7.9 and 8.0cm from the distal tip, consistent with lead friction to the ICD can.